Event description:
A patient reported experiencing occlusion alarms. There was no adverse impact to the customer¿s blood glucose level. No additional information was received regarding the outcome of the event. The customer declined further troubleshooting.